Manufacturer narrative:
H3: one used product was returned for evaluation. Visual inspection found the luer to be inside the pilot balloon. The luer was observed to have cold form damage on the circumference face. In attempts to replicate clinical use the trach was inflated using a syringe provided by ICU medical. The cuff successfully inflated. Using the same syringe the cuff was deflated. The customer¿s issue was confirmed, due to the depressed luer on the pilot balloon, however, the probable cause is unknown. A device history record could not be completed as no lot number was identified.

Event description:
It was reported that the nipple of the cuff was pushed in and thus they could not cuff/ uncuff the patient. The issue was discovered during use, when the connector suddenly got stuck and was pushed in and the staff had to have the tube replaced on an emergency basis. The event occurred at patient home 4 times. There was patient involvement but no injury.